Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received, sections g6, h2, b5.

Event description:
As reported from fcs, approximately 9 years post tavr with a 23mm sapien 3 valve, the patient is undergoing a workup. The method of failure is aortic stenosis. Upon medical record review, approximately 8 years and 10 months post-implantation, the patient presented with acute on chronic exertional dyspnea. Due to extensive comorbidities, the patient is not a candidate for open-heart redo-redo aortic valve surgery. Multidisciplinary evaluation concluded that a valve-in-valve-in-valve (viviv) tavr is the only feasible option, despite concerns regarding long-term durability. A CT tavr imaging showed the aortic valve was well seated within the bioprosthetic ring. Leaflet visualization was limited due to hardware artifact, but calcification of the noncoronary leaflet and mild thickening at the bases of the right and left coronary leaflets were noted. Vascular access was significantly compromised due to severe pvd, with extensive calcification and minimal luminal diameters throughout the iliac and femoral arteries bilaterally, including occlusion and distal reconstruction of the right external iliac artery. The patient was presented at a multidisciplinary conference and elected to proceed with tavr evaluation. Although no procedure date is scheduled, intervention is required due to symptom severity and limited treatment options. Upon follow up, the patient underwent a transcatheter heart valve (thv) valve-in-valve procedure. The patient was symptomatic prior to the intervention, presenting with dyspnea. The indication for the procedure was stenosis and calcification of the previously implanted thv. The patient's prior valve history includes a perimount 21 mm surgical valve, followed by a sapien xt 23 mm valve implanted on (B)(6) 2016. Pre-procedural hemodynamics such as mean/peak gradients and valve area/index were unknown, and relevant co-morbidities were not available. The most recent follow-up echocardiogram and progress notes were also unavailable. The procedure was performed via a transaortic approach, with the implant position in the aortic valve. During the intervention, the sapien xt 23 mm valve was removed, and the leaflets of the perimount valve were excised to preserve coronary access. A sapien 3 ultra resilia (s3ur) 20 mm valve was successfully implanted. There were no reported difficulties with device use, and no central leak was noted. The patient remained alive and in stable condition at the end of the procedure. A proctor review was associated with this case. The edwards device was implanted and is not available for return. The initial reporter did not allege any device deficiencies. The failure mode of the original bioprosthetic valve was stenosis.

Event description:
As reported from fcs, approximately 9 years post tavr with a 23mm sapien 3 valve, the patient is undergoing a workup. The method of failure is aortic stenosis. Upon medical record review, approximately 8 years and 10 months post-implantation, the patient presented with acute on chronic exertional dyspnea. Due to extensive comorbidities, the patient is not a candidate for open-heart redo-redo aortic valve surgery. Multidisciplinary evaluation concluded that a valve-in-valve-in-valve (viviv) tavr is the only feasible option, despite concerns regarding long-term durability. A CT tavr imaging showed the aortic valve was well seated within the bioprosthetic ring. Leaflet visualization was limited due to hardware artifact, but calcification of the noncoronary leaflet and mild thickening at the bases of the right and left coronary leaflets were noted. Vascular access was significantly compromised due to severe pvd, with extensive calcification and minimal luminal diameters throughout the iliac and femoral arteries bilaterally, including occlusion and distal reconstruction of the right external iliac artery. The patient was presented at a multidisciplinary conference and elected to proceed with tavr evaluation. Although no procedure date is scheduled, intervention is required due to symptom severity and limited treatment options.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results indicate the patient's history of htn, hld, and cad s/p CABG may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information findings, sections g6, h2, d6a corrected.